Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the physician reported that the enterprise vrd and delivery system became stuck inside the prowler select plus 150/5 cm 45 shape microcatheter (mc) during advancement at approximately ten (10) cm. There was no reported patient injury. Additional information obtained indicated that the target lesion was the mid cerebral artery (mca). The procedure was emergent. The target lesion was reported to be stenosed and a dissection. The physician lost access to the target lesion as a result of the product issue reported. The procedure was completed successfully using a new stent and microcatheter. An adequate continuous flush was maintained to the mc at all times. There was no reported difficulty gaining vascular access or advancing the device into the mc. There was no tortuosity of the access vessel or aorta. The mc was not noted to be kinked or bent. There was no reported difficulty accessing the target lesion with the mc. No additional information is available.

Manufacturer narrative:
The enterprise vrd and delivery system became stuck inside the prowler select plus 150/5 cm 45 shape microcatheter (mc) during advancement at approximately ten (10) cm. There was no reported patient injury. Additional information obtained indicated that the target lesion was the mid cerebral artery (mca). The procedure was emergent. The target lesion was reported to be stenosed and a dissection. The enterprise system and mc were removed with loss of target site position. The procedure was completed successfully using a new stent and mc. An adequate continuous flush was maintained to the mc at all times. There was no reported difficulty gaining vascular access, inserting the guidewire into the mc, accessing the target lesion with the mc, or advancing the device into the mc. There was no tortuosity of the access vessel or aorta. The mc was not noted to be kinked or bent. No additional information is available. (B)(4): the product was returned for inspection. One non sterile enterprise vrd and delivery wire was received coiled inside of a plastic bag. Delivery sheath/introducer tube was not received. The coil tip presented a kinked/bent (wavy) condition from 188cm to 215cm cm from proximal end. Also, a stretched condition was observed in a section of coil tip from 183cm to 187cm from proximal end. The delivery wire presented a fracture/separation at the distal section. The separation point is located near to the distal end of the proximal marker of delivery wire. The separated section (distal end) of the unit was not returned for analysis. No other visual anomalies were observed. The microcatheter involved in the event was received under (B)(4) for analysis. The enterprise stent was found stuck in the microcatheter hub. The body of microcatheter was found kinked. The stent was deployed and inspected under microscope, no anomalies were found on it. The broken distal end of delivery wire was not found inside of microcatheter. The enterprise stent was noted deployed in the hub of the mc. It was inspected under microscope; no anomalies were found on the stent. Functional test was performed per procedure with the delivery wire as received without the enterprise stent. The enterprise delivery wire was inserted in the involved microcatheter and was able to go through it. No difficulty was encountered. X-ray analysis was performed for the enterprise delivery wire in attempt to determine the cause of fracture of delivery wire. The results indicate that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10048646. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Only limited functional testing for the report that the enterprise system was impeded in the mc was possible since the stent was received deployed from the delivery wire and the distal tip of the delivery was separated; the distal end was not in the mc and was not returned. The report that the delivery wire never exited the distal end of the mc and that the mc and enterprise system were removed as a unit indicates that the separation occurred post procedural use in the patient. With the functional testing the delivery wire was inserted into and able to pass through the involved mc. No difficulty was encountered during its insertion. The exact cause of the reported event and damages found on the returned enterprise delivery wire could not be definitive determined; however, based on the reported event and the sem analysis, it appears that procedural and post procedural factors contributed. The device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Neither the product analysis nor the device history record review indicates a relationship to the manufacturing process. Therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2012-00121 and # 1058196-2012-00122.

Manufacturer narrative:
Prowler select plus 150/5 cm 45 shape microcatheter (mc). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2012-00121 and # 1058196-2012-00122.

Manufacturer narrative:
.